Manufacturer narrative:
The insulin pump was received with set edit basal menu recording properly. The insulin pump was received with minor scratches on liquid crystal display window and cracked case at display window corners.

Event description:
The customer stated that she went to her doctor to get her insulin pump programmed and that they stated that the basal rates would not record. The patient was asked if she had her basal rates so that she could be assisted with programming those settings. She stated that she did not have any rates. The blood glucose reading was not given. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.